Manufacturer narrative:
Product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot :the product investigation found no evidence suspecting an error in the material, manufacturing, inspection or sterile processing that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this patient had her left replaced sometime ago in (B)(6) according to the surgeon. The place of surgery, date, and who did the replacement are unknown. This patient had fallen which resulted in a periprosthetic fracture around her femoral implant. Originally an orif was scheduled to repair the fracture but then was changed to discontinue her femoral stem and replace it with a longer distal fixating stem. The surgeon explanted the femoral stem, hip ball, and a pinnacle polyethylene liner. A reclaim stem was implanted along with a new pinnacle liner. It was also indicated that there was loosening of the femoral stem at the bone to implant interface. Doi: unknown. Dor: (B)(6) 2021. Affected side: left hip.